Event description:
It was reported that during left ventricular lead replacement, insulation damage was observed on the right ventricular lead via fluoroscopy. The lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 34.5-35.0cm from the connector pin. The etfe coating was intact at this location. The proxi...

Manufacturer narrative:
External insulation abrasion was noted at 34.5-35.0cm from the connector pin. The etfe coating was intact at this location. The proximal end of the svc shock coil was damaged. Damage to the lead was consistent with clavicle crush.